Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post implant, the device allegedly had a transverse fracture of the outer layer of the catheter without perforation of the inner layer at the base. The procedure was completed using another kit. There was no reported patient injury.

Event description:
It was reported that post implant, the device allegedly had a transverse fracture of the outer layer of the catheter without perforation of the inner layer at the base. The procedure was completed using another kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one s/l broviac cv repair catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture as circumferential splits were noted to the outer surface of the lumen approximately between 3mm to 5mm from the distal end of the luer and the splits did not penetrate through to the inner lumen. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f products that are cleared in the us. The pro code and 510k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f products is identified in d2 and g5. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.